Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter were reviewed, and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer an adverse event related to use of the adc blood glucose meter. The caller reported that the customer was unable to see blood glucose measurements because "the numbers on the meter are too small for [the customer]". The customer experienced symptoms of body ache, diarrhea, and swelling. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. A visual inspection was performed on the returned meter, and no issues were observed. The meter powered-on with button depression and insertion of retain strips. Scrolled through meter¿s menu, unknown display light issue was not observed. Therefore, issue is not confirmed.

Event description:
A caller reported on behalf of the customer an adverse event related to use of the adc blood glucose meter. The caller reported that the customer was unable to see blood glucose measurements because "the numbers on the meter are too small for [the customer]". The customer experienced symptoms of body ache, diarrhea, and swelling. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and received unspecified treatment. There was no report of death or permanent injury associated with this event.